Event description:
Sorin group received a report that the 3t heater/cooler powered down during a procedure. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the 3t heater-cooler system. The incident occurred in (B)(6). This medwatch report is filled on behalf of sorin group (B)(6). Sorin group received a report that the 3t heater/cooler powered down during a procedure. There was no report of pt injury. The investigation is ongoing. A follow up report will be sent when the investigation is complete.